Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii v2 assay (ft3 v2) on 2 cobas 8000 e 801 modules and a cobas e 411 immunoassay analyzer. The sample also had discrepant result for the elecsys ft3 iii (ft3) assay on one of the two e 801 modules. The specific date of the event is unknown. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 v2 assay. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer. The sample was the provided for investigation where it was tested on a 2nd e 801 analyzer and e 411 analyzer on 30-nov-2022. The sample was also repeated on an abbott architect analyzer on 6-dec-2022. The serial number of the customer's e 801 analyzer was requested but not provided. The serial number of e 801 analyzer used for investigation is 14d9-06. The ft3 reagent lot number was 583301 with an expiration date of 28-feb-2023. The serial number of e 411 analyzer used for investigation is (B)(4).

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Sections d9, h3 and imdrf codes were updated. 1 sample was provided for investigation. An interfering factor against streptavidin agent could be identified in this sample, as changing signal values were observed for the a-tg v1 vs. A-tg v2 reagent. Customer¿s values for ft3 iii and ft4 3 were reproduced. An influence of prewash could be observed for the ft3 iii v1 assays. The rarely occurring event of the detected interfering factor is covered by a disclaimer in the section limitation - interference in the method sheets of all applicable products: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. A product problem could not be found. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.